Event description:
The lay patient contacted lifescan (lfs) in 2005 regarding her one touch ultra meter reading in the incorrect units of measurement. This report is being submitted in retrospect, as on 12/02/2005 medical affairs became aware of a failure of this meter to be non-user-changeable. No readings obtained on the reported meter were provided. The patient took no action to affect her blood glucose level following use of the meter and received no medical attention. The customer service agent (csa) confirmed that the meter was set to mmol/l instead of mg/dl. The patient stated the meter had previously been set to the correct unit of measurement. The patient answered "yes" when asked if she had recently changed the units of measurement in the meter settings.